Event description:
This 35 year old female had bilateral silicone gel breast implants inserted in 1982. The MFR of these implants is not known to this reporting user facility. A recent mammogram showed a left sided implant rupture. She presents with complaints of visable breast distortion on the left side associated with a lot of pain. Gross exam: the right breast implant was apparently ruptured during explantation. The left breast implant is deflated.